Manufacturer narrative:
Date of event: date of event is approximated as it is unknown. Implant date: (B)(6) 2017.

Event description:
It was reported an incomplete seal occurred. The patient had a watchman laa closure device implanted in (B)(6) 2017. In (B)(6) 2018 a computed tomography scan revealed there was still leakage and the device had not endothelialized.